Event description:
It was reported by the customer that they are returning their unit for calibration and to carry out electrical safety control. No further information is available. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Generator received at the international service center. Based upon the inquiry information received visual and functional examination, the unit was found to require: label/overlay replaced, damaged pcb main assembly replaced, bezel and calibration. After servicing the unit passed qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.